Manufacturer narrative:
The investigation into the aic ¿ other issue has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The back housing I/o panel cover and power chord was missing. There was residue build up within the purge unit cabin. The push button wire was broken during the testing. The firmware was found to be corrupted. The root cause for the controller failure was a purge unit driver with corrupted firmware. D9.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported during a routine check, the automated impella controller (aic) was turned on and immediately, an alarmed control failure occurred. There was no patient involvement.